Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right femoral pseudoaneurysm with a probable relationship to the impella device used: vascular surgery planned for right femoral (rfa) cutdown with rfa debridement. Approximately 4 cm defect in artery was repaired on (B)(6) with cryo interposition graft with wound vac placed. Arterial duplex revealed avascular mass in right groin; computed tomography angiography with runoff - right femoral pseudoaneurysm - right femoral cutdown, right femoral artery debridement, interposition cryogenic graft, wound vac placement on (B)(6) 2024 - right groin washout/debridement/vac change (B)(6) vascular surgery ¿ operating room (or) for debridement and irrigation of right ground wound, measurements 14 x 2.5 x 2.5 cm. Partial closure of right groin wound and application of wound vac therapy patient was seen by vascular surgery and taken to the or for debridement and has been getting wound vac therapy since. To be discharged with wound vac treated. The patient outcome is unknown.

Manufacturer narrative:
The investigation for the vascular damage has been completed. The pump was not returned for investigation, and a data log review was not necessary for this case. A pseudoaneurysm noted in the right femoral artery, and the patient underwent vascular surgery. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided.